Event description:
Hcp reported the pt had complaints of increased pain and the low battery alarm was heard. The pt was seen for a post-operative check in 2002. The pt reported to be healing well and doing fine.